Event description:
During the implant atrial and ventricular sensing were optimal but, step by step they decreased. The ventricular sensing decreased to 6.7 mv (acceptable) but the atrial signal decrement was significant because sometimes the atrial dipole detected the ventricular signal and the device could not deliver resynchronization therapy (rvp 30%). On (B)(6) 2018 the physician successfully repositioned the lead and the atrial sensing now is 5 mv.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a decrease of the atrial sensing from initially 7 mv to approx. 2.5 mv one day after the implantation. Furthermore the ventricular sensing demonstrated a decrease from 20 mv to 7 mv between march 2018 and may 2018. Based on the provided data as well as the event description, a dislodgement of the lead cannot be excluded. X-ray images for further investigations were not available. Should additional information become available for analysis, the investigation will be updated.